Event description:
The core impaction drill was sent for evaluation due to overheating during a procedure. No adverse event was associated with the device. The procedure was completed with a readily available alternate device without any clinically significant procedure delay.

Manufacturer narrative:
Corrosion damage to the drive shaft was identified as the probable cause of the overheating reported. Corrosion would increase friction in the device which will in turn generate heat.